Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic liver resection the device had the white tissue pad fall off, but it was retrieved from the patient. The device was completed using an enseal device. There was no patient consequence reported.